Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had locked up during patient use and would not respond to button presses. In this state, defibrillation therapy would not be available, if it was needed. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about the patient details; however, no response was received.

Event description:
A customer contacted physio-control to report that their device had locked up during patient use and would not respond to button presses. In this state, defibrillation therapy would not be available, if it was needed. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about the patient details; however, no response was received.

Manufacturer narrative:
Gtin/di of the initial medwatch report should indicate: (B)(4).

Manufacturer narrative:
Returned to manufacturer on of the initial medwatch report indicates blank returned to manufacturer on of the initial medwatch report should indicate 07/30/2019 stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. A cause of the reported issue could not be determined. Due to part obsolescence for an unrelated repair, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
A customer contacted physio-control to report that their device had locked up during patient use and would not respond to button presses. In this state, defibrillation therapy would not be available, if it was needed. The patient associated with the reported event was not harmed. Physio-control contacted the customer in order to obtain additional information about the patient details; however, no response was received.